Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to reset it in the future. The malfunction code did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to contact support again if the malfunction code appears in the future and acknowledged the instructions given.